Event description:
It was reported that the patient presented to in the hospital with syncope like symptoms. The physician attempted to interrogate the device, however, it was unable to communicate with inductive or radiofrequency telemetry. Additionally, the device was not pacing the patient. The patient was pacemaker dependent and the device was explanted and replaced to resolve the event. The patient was in stable condition following the procedure.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.